Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer reported that he was getting no delivery alarms from last couple days even after changing out the infusion sets. He also reported bleeding and scar tissue. The customer stated that he would like that his insulin pump to be replaced. The insulin pump will be returned for analysis.